Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is that the original nail was too long for the patient. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2018 that a sign im nail implanted to repair a fracture was replaced with a shorter nail due to the nail impinging on the foot. The im nail was replaced with a 10mm x 340mm standard im nail per the sign technique manual. Surgeon comment: "we have repeated the operation as (B)(6) has advised. The nail was too long. Was impinging on the foot and was looking not in the distal canal. We have used a shorter nail."